Event description:
It was reported that approximately 37 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up. A computed tomography (CT) scan was performed and indicated the patient had an endoleak. The physician brought the patient back and implanted another suprarenal aortic extension which appeared to have resolved the endoleak. The patient was reported to be doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Product use was incongruent with the IFU due to the cuff diameter was two sizes larger than the main body. Cautionary product use conditions that might have contributed to this event included: moderate calcifications bilaterally and the severe angulation of the iliac arteries; given the corrected angulation at six months post implant was 90 degrees, it was suspected that product use was incongruent with the IFU. Immediately post implant and at six months post implant, there was evidence to support: fabric billowing verses type iiib endoleak at the proximal and distal aorta associated with a slight interval growth of the aneurysm. Thirty-six months post implant, there was evidence to support: a suspected type iiib endoleak of the cuff below an abducted lower point of the suprarenal crown; stent migration into an infrarenal position; lateral movement; stent collapse at the bifurcation to accommodate the near 90 degree angulation of the iliacs; and, a suspected type iiib endoleak just above the bifurcation (contrast pool ~ 34 mm). Although unlikely, a type ia endoleak cannot be ruled out due to the stent migration, however a suspicious fabric billowing was seen in that area six months post implant, and prior to the stent migration. The patient was discharged home on the forth post-operative day; their recovery was complicated by angina, not associated with a myocardial infarct. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, product use was incongruent with the IFU due to the cuff diameter was two sizes larger than the main body. Cautionary product use conditions that might have contributed to this event included: moderate calcifications bilaterally and the severe angulation of the iliac arteries; given the corrected angulation at six months post implant was 90 degrees, it was suspected that product use was incongruent with the IFU.